Event description:
It was reported that (1) device was used during a right hemicolectomy. It was reported by the affiliate that when the surgeon tried to fire the tlc55 instrument, the firing pin was locked out. Another instrument was used to complete the case. There was no consequence to the pt.